Event description:
Information was received from a  patient (pt) regarding an implantable neurostimulator (ins). Caller reported she charged every day and in the past couple of weeks, she has notice every 3 or 4 day day, her stimulation would dropped to 30% charged, usually her stimulator would be at 60-70% charged. Caller reported there was no change to her settings. And when it was at 30% it took double the time to charge. Caller reported she charged up to 100% every time. Caller reported there was not change in her therapy. Redirect caller to patient's healthcare provider (hcp). No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.